Manufacturer narrative:
The user facility submitted medwatch # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set leaked due to a slit/hole in the tubing. The patient was receiving IV (intravenous) antibiotic therapy. This was further described as, the registered nurse (rn) spiked the antibiotic medication with the solution set. The rn started the medication and walked away from the patient. The IV tubing had a slit/ hole in the tubing approximately 5 inches from the patient, and medication leaked from the tubing onto the floor. The leak was noticed immediately prior to the medication going into the patient. As a result, the therapy was continued with a new solution set and the patient was re-dosed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update to: two (2) units of clearlink system solution sets leaked during one event (reported as one unit on initial). H10: two (2) actual samples were received for evaluation primed with an unknown solution. Visual inspection was performed using the naked eye which observed 1-2mm cut on the tubing of both samples. Pressure testing was performed which revealed a leak on the affected area. The reported condition was verified. The cause of the condition was due to manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.